Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found a warped reagent tray lid and replaced it. The cse replaced the reagent probe 1(r1) drain due to a crack on side. The cse proactively replaced the vacuum pump assembly. The cse performed a check on the vacuum pump and removed a large shim from the reagent tray. The cse verified the drain and probe alignments. The cse performed comparisons on six samples and all samples resulted within specification. The cse performed a system check, which passed. The cse performed quality controls (qc), which were within range. A siemens headquarter support center (hsc) reviewed the service report and concluded that the cause of discordant results was due to a cracked r1 drain and warped reagent tray lid which caused intermittent reagent carryover/ contamination. Low reagent drain vacuum may have been a contributing factor to this event. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose results were obtained on eight patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose results.